Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca) in front of the atrioventricular branch and posterior descending branch. A xience drug eluting stent (des) implanted in the target lesion when blood circulation failure occurred in the posterior descending branch. A bmw universal ii guide wire was attempted to be placed in the posterior descending branch however it failed to cross the implanted xience stent. The procedure was completed using plain old balloon angioplasty (poba). There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The poor blood flow was not related to the implanted xience stent or the bmw universal ii guide wire. The bmw guide wire was able to be removed from the patient anatomy with no issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulty to advance/position (crossability) appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.b5 - describe event or problem: updated. D4 - part number: updated from unk to 1804300-48. D4 - UDI: updated from unk to (B)(4). H6 - rdcs 2422 and 4614 were removed and codes 2199 and 4582 were added.